Manufacturer narrative:
Additional information was provided in section b5 describe event or problem, and d4 lot number. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of a leak. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review a risk review performed for the farawave device confirmed that the event of leak is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion boston scientific has assigned an investigation conclusion code of cause not established and supporting evidence that came to this conclusion. Based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during preparation for the farawave procedure, the physician went to flush the flushport but could not. A leak was also noted. The catheter was replaced to complete the procedure. No air was seen in the sheath. No patient complications occurred. The device is expected to be returned. It was further reported, he problem of this catheter was that the flushport was blocked so the operator could not flush. We immediately changed the catheter prior the procedure. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. Should this product be received in the future, a supplemental report will be provided.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for the farawave procedure, the physician went to flush the flushport but could not. A leak was also noted. The catheter was replaced to complete the procedure. No air was seen in the sheath. No patient complications occurred. The device is expected to be returned.